Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 371 mg/dl. Insulin pump will need to be replaced. Customer stated she will use her other insulin pump and will call back for the insulin pump replacement. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.